Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was observed in the central optic zone of the intraocular lens. The defect was visible upon inspection and was identified as a critical defect due to the potential impact on optical performance. Additional information indicated that the lens had been fully inserted into the patient¿s eye when the crack was identified. During the procedure, the patient experienced significant bleeding and corneal edema. The intraocular lens was explanted and replaced during the same surgical procedure. The product was available for return. No additional information was provided. .